Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
During the visual inspection, a pin was found bent in the connector of the air gas module. During test in a reference ventilator it failed the pre-use check in several sub-tests, but when the pin was straightened, the air gas module was working as specified. The pin that was bent is supplying the valve coil with 24v. This leads to a stop of the air gas flow regulation which will be detected during pre-use check. Our conclusion in this matter is that the pin must have been bent when the air gas module was reseated after a service intervention by the hospital i.e. This failure will not happen during ongoing ventilation. The received device logs confirm the reported event.

Event description:
(B)(4).